Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available at this time. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that, "patient contacted stryker to know if her knee is on a recall. In 2009 implant, right knee. Total knee replacement. Does not have product number. In a follow up call with (B)(6), patient stated that she always had problems with her knee and doctor told her it takes time, but it has been two years and she still have problems with it.